Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomena were caused by the faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device investigation determined the image problem was caused by system failure of the printed circuit board. During visual examination, the following issues were found: the chassis, the top cover and the front panel were deteriorated; and the connecting section between the video cable and connector was rattling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center relayed a grainy image. The customer reported the problem occurred repeatedly but the issue caused no procedural cancelations or postponements. The device was returned to olympus for evaluation. During evaluation, the device relayed no image to monitor. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.